Event description:
It was reported the dragonfly opstar imaging catheter was to be used in the left anterior descending (lad) lesion. There was resistance with the df and the guidewire during advancement. However, the imaging catheter was impossible to remove from the sion blue guidewire. The guidewire and df were removed in one piece. There was unknown damage to the df. The procedure completed without using a replacement. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. Pictures of the complaint device were provided, showing a tear on the dragonfly.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
A visual inspection and dimensional analysis were performed on the returned device. The reported torn material was able to be visually confirmed on the returned device and in the user submitter photo/media. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported difficulty to advance, difficulty to remove, and torn material appear to be related to circumstances of the procedure. The catheter was returned with a stretched distal tip and a stretched and torn guidewire exit notch¿which are consistent with the reported difficulty to remove from the guidewire and material torn, split, or cut. In this case, it is likely that the guidewire¿s condition affected the catheter¿s ability to be navigated along and removed from the guidewire, which resulted in the reported difficulties and catheter damage. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code 1506 was removed.